Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex1138 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC placed in or by PICC rn using a c-arm and sherlock. Tip near caj. Cxr done immediately afterwards per policy and PICC had migrated contralateral." No other information was provided.